Event description:
The MFR's rep reported that the pump was removed due to fluid collection around the pump; yeast was found in the culture. A follow-up report will be sent if additional information becomes available to us.